Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusions occurred. Reportedly customer did not perform air removal step. Customer¿s blood glucose level was 309 mg/dl. Reportedly, customer continued using pump for insulin therapy.